Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep/no cassette". Evidence of reported problem in event log revealed no incidences. Evaluation tests or methods used to duplicate/replicate the reported problem includes powering on pump, attaching cassette test pump, and a visual inspection. Investigator was able to duplicate customer reported problem. Right after power up, pump "double beeps" continuous. Visual inspection found lens to be scratched and front housing damage. The downstream sensor and front housing were replaced. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.